Manufacturer narrative:
(B)(4). The set was discarded at the facility. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
Customer reported a small puddle was seen forming at the bottom of the pump. The pump was opened and a leak from the tubing was found at the area just below the blue connection at the top of the pump module. The IV had been running for approximately 3 hours. No patient harm was reported. No additional information was available.